Manufacturer narrative:
The testing of the returned panel printed circuit board onto which the on/off switch is soldered, showed no malfunctions during simulated use testing in a reference ventilator. Electrical measurements between the on/off switch contacts showed an increased resistance intermittently when it was set to both the on and off position. This may lead to a delay from the time when the on/off switch is turned from off to on, on to off, and when the ventilator is started up or shutdown. The ventilator will not shut down by itself, when the on/off switch is maintained in the on-position. The logs from the date of event contained a shutdown event which was not preceded by a standby mode as normally expected. This corresponds to the reported incident. This shutdown is a complete powering off of the ventilator, when the operator is using the on/off switch. A shutdown using the on/off switch is followed by an audible alarm from the ventilator system. This is considered a controlled shutdown. Our conclusion is that the cause was either that: the ventilator was turned off inadvertently while being turned on prior to the start of the ventilation period, but remained on due to the faulty on/off switch. The ventilator was switched off with the on/off switch. A preventive measure was implemented 2007. A new toggle switch to prevent the inadvertent switch off and on of the monitor pc board to monitor the software of the on/ off circuitry to detect an inaccurate on-off state like the delay in the received switch.

Event description:
It was reported that the ventilator shutdown while it was connected to a patient. It was replaced with another one. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information has been requested. A supplemental medwatch will be submitted when the investigation is completed.